Event description:
It was reported to medtronic minimed that the customer experienced an error in the motor that was detected by reading an unexpected value from hall sensor (pump error 43) alarm and high blood glucose. The customer reported a blood glucose value of 508 mg/dl. The customer reported hyperglycemia was treated with a manual injection/insulin pen. The event involved products mmt-1884l, mmt-7040a, mmt-332a, and mmt-397a. Troubleshooting was partially performed, and it was unknown whether the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event or not. It was unknown whether the customer was used the auto mode feature or not. The customer was able to clear the error but was unable to complete the rewind process. No further patient complications were reported. Mmt-1884l was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for mmt-397a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit failed rewind test when pump error 38 interrupted testing. Unable to perform functional test due to failed rewind. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred that might of triggered the reason for complaint. The adapt tool recorded pump error 43 on 04/16/2025 from 22:31:29.000 through 23:44:00.000. Unit was cut open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection corroded motor home switch was noted and moisture damage on electronic assembly was also noted. Unit was also received with battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case on battery side, scratched case and missing display window/cover. In conclusion, pump error alarm 38 was noted during rewind. Unit failed the rewind test and was unable to successfully perform other functional tests. Customers concerns of pump error 43 motor error drive and high bgs was not confirmed when no alarms were noted. During deconstructive analysis, corroded motor home switch was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.